Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached 400 mg/dl once admitted from hospital, after wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia. The pod was removed for insulin infusion, which lasted about 2 hours. Patient was then treated with intravenous fluids, an insulin drip (humalog) and his at-home medications (listed below). A new pod was applied, patient currently reported a bg level of 500 mg/dl, and remained hospitalized at the time of reporting. Patient's list of at-home medications is as follows: vitamin c, aspirin, lipitor (40 mg), vitamin d3, synthroid (137 mg), prilosec (20 mg), flomax (o.4 mg).